Manufacturer narrative:
Block d2b: pro code qrb.

Event description:
It was reported that the spinal cord stimulator leads had high impedances. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.